Event description:
Healthcare professional reported "dehiscence of her incision underneath" and "implant was exposed". This record is for unknown side. The device status is unknown.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure, wound dehiscence.